Event description:
It was reported that during an anterior resection, the patient had diverticulosis disease and a fistula between the sigmoid colon and the bladder. The device fired two perfect tissue rings. Upon extraction, there was a sizable opening in the posterior staple line. The surgeon over sewed about 6mm in length on the staples line. The patient was fine. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.